Manufacturer narrative:
Immucor field service engineer visited customer site to assess instrument. The engineer replaced some tubing and a filter, and cleaned parts of the fluidics system.

Event description:
On (B)(6) 2014, a customer reported an unexpected negative antibody screen when using capture-r ready-screen (3) on a galileo echo instrument on (B)(6) 2014.